Event description:
It was reported that the stent fractured. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was implanted in the left superficial femoral artery (sfa) to treat peripheral artery disease. The 100% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. Another non-boston scientific stent was also implanted on an unknown later date. On (B)(6) 2021, the stent was noted to have separated. No patient complications were reported. It was further clarified that the 7mm x 120mm stent was implanted inside a previously placed and stretched 6mm x 120mm eluvia stent on (B)(6) 2020. A non-boston scientific stent was never implanted. The patient was on dialysis during this initial procedure. On (B)(6) 2021, the stent was noted to be fractured in three places. Re-treatment was completed with a drug-coated balloon because three stents cannot be stacked. There was no change to patient condition. The physician is of the opinion that the stent fracture occurred because it was placed in p2.

Manufacturer narrative:
E1: initial reporter address 1: (B)(4).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the stent fractured. A 7mm x 120mm, 130cm eluvia drug-eluting vascular stent system was implanted in the left superficial femoral artery (sfa) to treat peripheral artery disease. The 100% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. Another non-boston scientific stent was also implanted on an unknown later date. On (B)(6) 2021, the stent was noted to have separated. No patient complications were reported.